Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, and that filter strut(s) had perforated outside the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited tilt and perforation of the filter strut(s) outside the ivc. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited tilt and perforation of the filter strut(s) outside the inferior vena cava (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient had a history of deep venous thrombosis (dvt) of the right lower extremity with pulmonary embolism (pe). The left femoral vein was catheterized and a cordis filter was introduced under fluoroscopy and was well positioned into the infrarenal inferior vena cava. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and ten months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter, filter embedded in wall of the ivc, and that results of a computed tomography (CT) scan of the trapease filter also reported tilt, embedment and perforation. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of right lower extremity deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was implanted via the left femoral vein and placed in an infrarenal position. The patient is reported to have tolerated the procedure well. More than four and a half years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted, had become embedded in the inferior vena cava (ivc) and that filter strut(s) had perforated outside the ivc. The patient further reported having experienced anxiety, mental anguish, emotional distress and stress associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction provided in (facility name and address). Correction provided in (manufacturing site name, address, country, e-mail and fax number). Correction provided in (MDR reporting contact facility name, manufacturing site name, address, country, e-mail and fax number). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient including, but not limited tilt and perforation of the filter strut(s) outside the inferior vena cava (ivc). As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient had a history of deep venous thrombosis (dvt) of the right lower extremity with pulmonary embolism (pe). The left femoral vein was catheterized and a cordis filter was introduced under fluoroscopy and was well positioned into the infrarenal inferior vena cava. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately four years and ten months post implantation. The patient reports perforation of filter strut(s) outside the ivc, tilting of the ivc filter, filter embedded in wall of the ivc, and that results of a computed tomography (CT) scan of the trapease filter also reported tilt, embedment and perforation. The patient further experienced anxiety related to the filter.